Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc failed. The customer reported the unit was in use on patient, but there was no patient harm reported.

Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc failed . The customer reported the unit was in use on patient, but there was no patient harm reported.